Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert revealed that undersensing noted in pause episodes. Programming changes was performed remotely. The patient condition was not known.